Manufacturer narrative:
Imdrf device code a180104 captures the reportable event of device contamination with foreign material.

Event description:
It was reported to boston scientific corporation that a captivator endoscopic mucosal resection device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the cap was placed in the scope and inserted the scope into the patient. A metal burst was noted in the distal end of the scope and not much of the metal material got into the patient's lumen. The scope was then removed and the procedure was successfully completed with a non-bsc device. There were no patient complications reported as a result of this event.